Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 29-oct-2020 and 24-jun-2021 recorded the intermittent decrease of the right ventricular pacing impedance from around 400ohms to less than 200ohms at the middle of june 2021. However, no iegm episodes that might have indicated the reported oversensing in the ventricular channel were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 31 months, oversensing on the ventricular channel was reported. The lead was explanted.